Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a refill done on (B)(6) 2016 and the pump was alarming due to empty reservoir.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown concentration for a total dose of 5mg/day via an implantable for non-malignant pain and peripheral neuropathy. It was reported on (B)(6) 2016 pump was alarming/beeping. Patient stated she was hearing a single tone alarm that was consistent with synchromed pump alarms. It was unknown if there was an alarm event. Patient was to follow up with healthcare professional (hcp). Patient stated she called hcp and hcp clinic told patient to call medtronic. It was reviewed that medtronic was able to document what the patient was reporting and redirected to the hcp. It was noted there was a sudden change in symptoms. Patient stated on (B)(6) 2016 it felt like her chest was caving in and felt like she was burning up inside and patient's arms were on fire. Patient stated she can not handle the feeling anymore. It was noted patient was also on oral morphine 15mg two times a day (bid) and oral hydrocodone 325mg every 6 hours. No further information provided. Additional information was received from a health care professional regarding the patient who was receiving dilaudid (concentration 20 mg/ml, dose 5 mg/day) via an implantable pump. During the call with regards to an alarm that the patient heard and had begun on (B)(6) 2016, the health care professional reinterrogated the pump and read the logs, an empty reservoir message was noted on (B)(6) 2016, it was confirmed that the patient had missed a refill.

Manufacturer narrative:
The aware date of reportable information was (B)(6) 2016.

Event description:
The patient had been refilled on (B)(6) 2016 and patient was fine at the time of the refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.